Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed because the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: it was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required a chest tube placement and hospitalization.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax which required a chest tube placement and hospitalization. The target nodule was in the right upper lobe, about 1.8 centimeters in size. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.